Event description:
It was reported that the ventilator failed the internal leakage test, the safety valve test and the pressure transducer test during pre-use check. (B)(4).

Manufacturer narrative:
(B)(4).